Manufacturer narrative:
For the investigation the logfile and the service done on site were analysed. The logfile analysis confirmed that a device failure was detected and alarmed during operation. The technical alarm "blower defect" (00.a008) occurred on 2020-10-22 because of an unacceptable deviation between measured motor blower rotation speed and the set value was detected. This alarm was also displayed as "device failure !!!". The carina switched to patient safe mode. If an unacceptable deviation between measured turbine rotation speed and the set value will be recognized during ventilation the technical alarm "blower defect" (00.a008) will be reported and the device will switch to patient safe mode. In this case the ventilation stops and the high priority alarm "device failure !!!" Will be given. During this time an emergency breathing valve would open allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary. Dräger concludes that the device behaved as specified for this condition. The detected deviation can be caused by different parts in the device. All relevant parts have been replaced and the device is back in use without further problems reported to date. However, the exact part which caused the deviation could not be determined. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the unit displayed a "device failure" message during use. The patient was switched to a new unit. There was no patient injury reported.